Event description:
Keo flushed appropriately before medication administration. Patient's (pt) last medication to give through keo was metamucil. Metamucil was dissolved and mixed thoroughly with water prior to administering. While using syringe to administer metamucil, rn (registered nurse) was unable to push entire contents of medication through keo and met resistance. After such, another syringe of water was used to attempt to flush contents of tube. After not working and still meeting resistance, a 6ml syringe was used to flush the tube in order to further dissolve the metamucil stuck in the tube. After attempting such, keo had ripped into two separate pieces and rn suctioned pt orally and through trach immediately to maintain airway.